Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The advocate stated she found her daughter unconscious on the floor. She performed a blood glucose test on her, using the contour link, and received a reading of 368mg/dl. An ambulance was called and the paramedic retested the customer with a different meter. The reading was 25mg/dl. The customer was given a dose of insta-glucose and sugar water, but she remained unconscious. She was taken to the ER. Further information was not provided. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. Product is not expected to be returned. No replacement sent.